Event description:
The facility reported a pump that underinfused on channel a. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital rep. No additional contact information is available.